Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody. A circumferential break has noted at the proximal joint of the balloon. No other kinks or damages noted in the device. No evidence of detachment of balloon. No functional evaluation performed due to condition of the device. Therefore the identified break are confirmed for as a circumferential break is noted on the returned sample. However the reported detachment of balloon has unconfirmed as no detachment noted on the returned device. A definitive root cause for the alleged detachment of the balloon and identified break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2022), h11: b3, e1, e4, h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly detached in sheath. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly detached in sheath. There was no reported patient injury.